Event description:
It was reported that the patient was scheduled to undergo a surgical procedure to replace this inflatable penile prosthesis (ipp) as it no longer functions. No further information is available at this time. Further information was requested and has not yet been received. Should additional relevant details become available, a supplemental report will be submitted.